Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power; however, a specific cause for the power elevations could not be determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2019 10:15 pm ¿ (B)(6) 2019 1:40 pm and showed that the fixed speed of the pump was reduced from 9200 rpm to 8800 rpm on (B)(6) 2019, which is consistent with the reported event. From the beginning of the log file through timestamp (B)(6) 2019 3:38 am, pump power ranged from about 6-10 watts with multiple higher power values captured over 8 watts, which correlated with elevated estimated flow values peaking at 12 lpm. The majority of these elevated parameters appeared to be associated with pi events; however, some of the elevated parameters were also captured during data logger entries. From timestamp (B)(6) 2019 4:05 am through the remainder of the log file, pump power and estimated flow reduced to the ranges of about 5-6 watts and 5-7 lpm, respectively. Despite the momentary elevation in pump power/estimated flow, the submitted log file data appeared to show the system operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit without issue. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated powers. Patient felt better and parameters seemed to stabilize. The new files sent showed that the speed was changed to 880 on (B)(6) 2019. The power and flows went back down to normal readings over a couple of days. The patient's vital signs and labs were stabilizing. Patient was being treated for gastrointestinal (gi) bleed, right heart cath looked good.